Event description:
It was reported that during the implant there was difficulty inserting this lead into the ventricular as well as inserting the stylet. In addition, the helix had difficulty extending. A new lead was used, and this lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned intact. Visual inspection showed insulation bunching and conductor coils which were deformed. This was consistent with the lead being placed through a constricted area. The lead passed electrical continuity testing. The helix could not be extended or retracted due to the deformed conductor coils and bunched insulation. Analysis confirmed the lead appeared to have become damaged during manipulation within tortuous anatomy.